Event description:
While changing the masimo probe site, the patient's finger had an area of red/purple coloring noted under the probe. We have seen this problem with the masimo set lncs probes for neonatal, pediatric and adult patients.====================== manufacturer response for spo2 adhesive sensors, lncs adtx or lncs pdtx or lncs neo======================trying to help solve